Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that a patient experienced inflatable penile prosthesis (ipp) reservoir migration which led to a surgical intervention. During surgery, the existing reservoir was removed and replaced. No patient complications were reported.